Event description:
Physician later reported that the cause of lead pulling sensation is stimulation of the device. Patient had just a generator replacement previously. The settings were reduced which resolved the symptoms. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that a patient is experiencing pain described as a pulling feeling when they yawn or move their head in a certain way. The patient was first in the emergency room before being admitted to hospital. A company representative came to emergency room, interrogated patient, and ran diagnostics. Impedance value was good, and battery is at approaching low. It was later reported patient had a prophylactic generator replacement surgery. Product return attempt will not be made, as listed facility is a no return site. No other relevant information has been received to date.